Event description:
Revision surgery for stem loosening at about 6 years and 11 months post primary. Stem, head and liner revised successfully.

Manufacturer narrative:
Batch review performed on 29 march 2023: lot 153559: 14 items manufactured and released on 24-aug-2015. Expiration date: 2020-07-26. No anomalies found related to the problem. To date, 11 items of the same lot have been sold without any similar reported event in the period of review.